Event description:
I opted to have mentor silicone breast implants in (B)(6) 2014. After about 1.5 years, I started developing new health issues. They were small at first, such as sudden allergies to things I had been exposed to all my life and burning/dry eyes all the time, but over time they increased. In (B)(6) 2016, I went to my original plastic surgeon and voiced concern that after hearing a loud pop and a great deal of pain, I was concerned my left implant had been ruptured. He did an exam and said I was fine, that I had probably just ruptured the scar capsule. No additional testing was recommended and he sent me on my way. In (B)(6) 2017, I had a complete hysterectomy after an endometrial ablation in 2016 didn't stop heavy bleeding. Immediately after that, I had a sinus infection I couldn't beat. I did 2 rounds of antibiotics, a round of steroids and then the ent gave me 30 days of antibiotics. My sinuses were still a mess so I had to have sinus surgery in 2018. I have always been active and fit but the struggle to maintain weight felt extremely difficult. In 2018, I found out I was dealing with mild hypothyroidism, discovered after working with a fitness coach and not being able to lose weight. Through all of this, extreme bouts of complete fatigue, even though I was taking care of my body with my diet choices, exercise and drinking lots of water every day. I also started noticing how my hair and skin were drying out, no matter what I did. Lotions and water intake didn't make a difference and still don't. I also started dealing with anxiety which I had never had issue with before. In (B)(6) 2019, I went to a different plastic surgeon after moving out of the city where my original surgeon was. I was concerned my right implant had been ruptured during a visit at the chiropractor. I was also considering a lift and smaller implants because I had no idea they were the root of my issues. Again, my concerns were dismissed about rupture even after I opted not to have them replaced. By (B)(6) 2020, I knew something was wrong. My anxiety, depression, and brain fog were so bad I was worried I was going to lose my job. I felt like I couldn't hold an intellectual conversation anymore and even forgot my address at one point. I told myself this must be what early onset dementia feels like. I hit rock bottom and was considering suicide. I knew I needed to figure out what was wrong. I hired a registered dietician to help get me back on track. After 2 months of pure frustration, she suggested bloodwork. My pcp suggested, based on all my symptoms, that I also have an ana test. It came back positive so I was referred to a rheumatologist. By (B)(6) 2020, I started complaining about my muscles not recovering after doing my normal workouts and my joints hurts like I was 90 yrs old. I expressed that to the rheumatologist. He ran a ton of tests and while levels were elevated there was nothing definite. I started exploring explanting after realizing my health issues started declining after implants. Ultrasound confirmed my right implant is ruptured and MRI showed both implants are ruptured. I have seen more doctors in 6 years than I did the previous 40 combined. I scheduled my explant for (B)(6). My most recent health issue was when I tried to workout again and ended up with exertion induced rhabdomyolysis on (B)(6) 2020. Cpk levels were over 27,000 and I have no doubt this is due to the toxins that are seeping into my system. FDA safety report ID# (B)(4).